Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and / or corrected data.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified flat creases and white particles on the outer surface of the device. A leak test and microscopic analysis was performed which identified an observed void >1 mm in the non-textured, valve-to shell-bond area and device no leak noted. The fill test inspection was performed, the result was no blockage. Based on the device analysis the final assessment is: no leak was observed in the device.